Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that the image failure occurred due to incorrect handling methods. Additional information about the event was requested, but was unknown. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image (black screen) due to failure of the electrical connector. Additional findings include the following: there was a leak in the instrument channel, the distal end probe tip was broken, the bending section cover adhesive was cracked, the forceps passage had a leaking biopsy channel, image guide breakage in the center of the image, fluid was found in the bending section, the back cover was loose on the scope connector, and the angulation was low. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no endoscopic view, the light was on, but no picture and it was dark. There were no reports of patient harm.